Event description:
It was reported that a user experienced low glucose reading upon waking, first observing 70 mg/dl, returning to sleep without treatment, then receiving a subsequent pump alert and observing 66 mg/dl, after which the user ingested oral glucose and returned to range. Symptoms included no reported clinical manifestations associated with hypoglycemia. Outcomes included resolution of the low glucose after self-treatment without need for medical intervention. Customer care agent provided support that included troubleshooting and education regarding prompt treatment of hypoglycemia upon device alert. Investigation of this case revealed user-related insufficient or delayed treatment of hypoglycemia as the precipitating factor, with the device functioning as designed by issuing alerts. It was concluded, based on previously established findings for similar reports, that the cause was user handling and adherence factors rather than a device malfunction.